Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover was cracked indicating user misuse, however returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.

Event description:
Caller indicated the assure pro meter was giving variable readings. Patient felt cold, clammy, lethargic and not acting right. First bg read 208, retested with same meter and got a 40. Nurse gave patient orange juice, cranberry juice, and cookies. Pt is now feeling and acting fine. Controls used were in range. Replacing product.